Event description:
Information was received from a patient via a manufacturing representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 96 mcg) via an implantable pump. It was reported that the patient had noticed fluid around the pump. The physician had weaned pump in preparation for explant. The pump and catheter were explanted. The patient had an unk nown fluid in abdomen for more than one year, according to patient and managing provider. A small amount of catheter remained in tunneled area when trying to pull out. The pump and catheter were sent to pathology to rule out infection. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.